Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump suspended insulin delivery when the sensor glucose value was 56 mg/dl. The customer¿s blood glucose at the time of the event was reported as 146 mg/dl. The customer was advised on proper sensor insertion technique. The customer was advised to remove the sensor and begin calibration with a new sensor if the current calibration did not fall within range. A courtesy sensor was sent to the customer. The current sensor will be returned for analysis.